Event description:
Reporter indicated that high lead impedance readings were obtained during a routine office visit leading to the patient to undergo lead revision surgery. No x-rays were taken prior to surgery and the date of the last known good diagnostics was available. During the surgery, the surgeon tried to re-insert the lead pin; however, the high lead impedance readings were not resolved. There appeared to be some manipulation of the leads near the generator. The surgeon cut the lead, but was unable to remove the electrode portion of the lead. Once the patient's lead was replaced, the high lead impedance readings were resolved. The explanted lead has been returned to the manufacturer for product analysis however device evaluation has not been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.